Event description:
It was reported that when the patient's hands were placed behind the body or when the patient stretched, a tingling at the ins location was experienced. It was unknown if palpating the ins site caused any changes in stimulation. There was concern noted regarding impedances. On 1 and c combination: 584 ohms, 21 amps. Programming: case positive, 1 negative, 1.5 volts, 60 isec, 185 pps. Therapy measurement: 484 ohms, 37 amps. The therapy results were fine, there was no swelling or fluid visible at the pocket site. No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).